Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). Initial and follow-up info received on (B)(6) and (B)(6) 2009 respectively were processed together. This case is associated to case (B)(4) by reporter. This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy on (B)(6) 2008 and (B)(6) 2009. For both treatments poly-l-lactic acid was reconstituted with 6 ml of sterile water + lidocaine (amount nos), and one vial was injected into both cheeks. The batch number used on (B)(6) 2008 was 1a27020 and the one used on (B)(6) 2009 was 1a8024. Relevant medical history included botulinum toxin type a (botox) therapy for wrinkles on the forehead on (B)(6) 2008 and concomitant medication info was not mentioned. After the pt received poly-l-lactic acid therapy, the pt experienced an important inflammatory reaction, edema, rubefaction, febricula, heat, and despite massaging, some granuloma appeared. The physician described the granulomas as multiple rubber-like nodules that became hard as days went by. Corrective treatment included ibuprofen (neobrufen), cloxacillin (orbenin), and corticoids (nos). (B)(4). Reporter's causality assessment: highly probable.